Event description:
It was reported that the patient line was leaking from the point of connection to the lure. This was noted during the initial drain of peritoneal dialysis therapy, while the patient was connected. The patient was instructed to cycle the power on the device and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed which found the set to have damaged tubing (patient line to connector). Functional testing performed included leak testing, clamp function test, clear passage test, and device-device interaction testing. A leak through the damaged tubing was found which appeared to be due to the welding process. There were no issues noted during clamp function and clear passage testing. The sample ran on the homechoice machine with no issues noted. The reported problem of a leaking patient line was verified. The cause was determined to be due to the welding process. Should additional relevant information become available, a supplemental report will be submitted.